Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to boot up. No further information regarding the issue has been provided by the customer. Philips has not carried out any service, as the customer cancelled the service quotation due to the issue no longer being occurred. To date, there have been no further reports of this issue.

Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.